Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple drawers had failed, and device was not detected on bus error. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the field service engineer (fse) remotely accessed the system and confirmed that the customer had successfully recovered the failed storage space. No other issues were present. The system functioned as intended after the customer resolved issue and fse tested the device.